Event description:
It was reported the patient was experiencing pain in his back and unintended stimulation in his abdomen in addition to loss of stimulation in his legs. As a result, a thoracic scs lead was explanted and replaced. Also, the physician electively replaced the scs ipg with different model and effective stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.